Manufacturer narrative:
MFR's report date: (B)(4) 2012. (B)(4). Although requested, the set has not been received. A f/u report will be submitted with failure investigation results should the set be received for eval.

Event description:
Customer in the diagnostic imaging area reported that an administration set leaked. There was no report of pt or user harm and no medical intervention reported. Although requested, no further pt or event info was provided.